Event description:
It was reported that during the implant procedure the lead was attempted to be implanted but the physician found that the hv (high voltage) superior vena cava (svc) coil of the lead to be very stiff and harder than usual to insert into the superior vena cava. It was also noted that the svc hv coil seemed to be separated. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.